Event description:
Customer reported blood glucose results of 502 mg/dl and 220 mg/dl within 10 minutes on the advantage system. Customer reported symptoms for which she self-treats. No adverse event reported. Strips not available for return, replacement system sent.